Event description:
It was reported to ventec that the device was unable to accurately analyze or maintain fio2 (fraction of inspired oxygen) levels. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator failing to accurately analyze or maintain fio2 (fraction of inspired oxygen) levels could not be duplicated. Ventec downloaded the device's electronic records for analysis and observed that the device had previously alarmed for "very low fio2," but that too could not be duplicated during testing. As a precaution, ventec replaced the oa2 board. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be conclusively determined.